Event description:
It was reported that the patient developed a hematoma within two weeks of implant. The dressing over the would was saturated with bloody drainage. After removal of the dressing, a small area was noted to continuously ooze dark blood with pressure placed above the incision. The patient was admitted for overnight observation and prophylactic antibiotics were given. The device remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.